Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an x-ray sponge. The customer stated that there was a layer of particulate on the gauze which falls off onto the site as it is being used. There was no injury reported. The customer reports when unfolding the sponges for count or when using the sponges on the patient (on the skin or in the wound) it was apparent there were small to medium lengths of thread (debris) falling off the sponges onto the sterile back table and sterile field. The customer estimates the length to be from a mm to approximately a few centimeters in length. The customer states even wiping the skin, it left this debris behind. The surgeons have had to pick this debris off the patient or out of the wound. However; some of the pieces are quite small and may have gone unnoticed. This could cause issues with healing and infection if left in the wound. The customer reports at this time, they are not aware of any specific event.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.